Event description:
It was reported that there was possible lead migration. The patient had been in trial for four days and they were planning to reposition the lead. It was later reported that reprogramming was attempted and fluoroscopy and x-rays showed that the leads had migrated. The hcp removed the bandages, cleaned the exposed wires with betadine and other cleansing agents, inserted guidewires, and repositioned the leads. The patient walked around in the office for a couple hours and was receiving pain relief, and it was reported that the patient planned to go on to a permanent implant. It was noted that IV and oral antibiotics were given.

Manufacturer narrative:
Concomitant medical products: product ID 3550-26, lot# unknown. Product type: accessory. (B)(4).